Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg. An event regarding seating/locking issues involving a accolade broach was reported. The event was confirmed. A visual inspection noted that the device was returned in used condition. Damage consistent with in-service use was observed on the superior end of the broach. A functional inspection was performed with the returned handle and found that the broach could not lock with the broach handle as intended. The damage of the slot on the top of the broach does not allow the tip of the broach handle to sit flush. Examination of the returned device with material analysis engineer indicated "in service use damages observed on the broach handle." Medical records received and evaluation: not performed as there were no medical records. Review of the device history records indicate devices were manufactured and accepted into final stock no reported discrepancies. There have been no other events for the lot referenced. The results of the investigation indicate that the surgical protocol was not followed as the event indicated that the surgeon impacted the broach after it disconnected from the broach handle. The impact could have damaged the part of the broach that allows the handle to sit flush. A functional inspection was performed with the returned broach handle and found that it did not sit flush and would not connect/lock. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.

Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During surgery, the surgeon struck the broach directly after the detachment of the handle. The connection part of the broach deformed and the handle did not attach to them. The surgeon attached the handle to them forcibly, and the handle broke as well.